Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-testing, and a review of the alarm log were performed. Visual inspection noted that the main display was damaged. During power on self-testing, it was found that nothing displayed due to the damage. The cause of the condition was not determined. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a damaged main display. It was not specified when in the process this occurred; however, there was reportedly no patient involvement. No additional information is available.